Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Implanted to the patient.

Event description:
It was reported by the hospital to the regional director trauma and extremities, the following event " he had encountered a phenomenon of "geode" and "bone lysis" in the radius with the remotion wrist prosthesis. He does not wish to do any immediate material vigilance or to forward us any further information on his specific cases. He informed us that an article on the subject will be published in the december issue of the scientific journal "maitrise orthopédique" on his case series. Unfortunately, we were unable to obtain any further information. No more information for now, as soon as the journal is received the december review, he will send it to raqa team the article in question and the pi will be completed in accordance to the article.